Event description:
Rn reported a leak in the pt line of the homechoice set. Noted during use. Hp awoke in am and noted wet bedding. Rn reported hp has developed peritonitis as a result of this incident. Hp was hospitalized 7 days in 2002. The hp experienced excruciating abdominal pain, nausea, vomiting and cloudy effluent. The hp received ancef and fortaz (dose unk) pending culture results and continues to receive ancef 1gm daily for 3 weeks and oral rifampin. The hp has recovered per rn.